Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother was unsure as to why her son's blood glucose was 400 mg/dl. The customer treated with an insulin pump bolus and his blood glucose dropped to 200 mg/dl. The mother declined troubleshooting. No products were returned or replaced.